Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that there were multiple error messages on the integrated electrosurgical unit (iesu) or erbe generator, including m11, c53, c18, c30, and c34, associated with loss of bipolar energy. Before contacting tse, the user had already replaced the energy cable and instrument, tried both generator ports, and rebooted the generator without restoring bipolar function. Tse then reviewed the system logs and confirmed the same error codes. Tse asked the user to verify the pedals in the vision side cart (vsc) drawer, including checking that they were not stacked and having both pedals unscrewed from the back of the generator, but bipolar energy still did not activate. Tse next verified the bipolar settings, including mode and power level, and had the user adjust settings, but there was still no bipolar activation. Tse then asked the user to confirm that the erbe generator power cable was connected to a dedicated power outlet; the user reported it was connected along with other vsc components as usual. As no backup generator was available and bipolar energy could not be restored, the user continued and completed the procedure using only monopolar energy. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors m11, c53, c18, c30 and c34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Probable root cause of error m-11 points to internal timeout (cpu & sensors module does need too much time to enter "ready" state). Probable root cause of error c-53 points to power supply voltage measurement value too high in on state. Probable root cause of error c-18 points to internal timeout (cpu & sensors module does need too much time to enter "idle" state). Probable root cause of error c-30 points to high frequency (hf) voltage measurement value too high (redundant voltage sensor). Probable root cause of error c-34 points to high frequency (hf) voltage too low in on state.